Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer via the manufacturer¿s representative (rep) reported the patient had a shocking sensation in the shoulder and jaw along with pronounced tremor and stiffness prior to replacement in addition to anxiety about the situation. The patient had a replacement on (B)(6) 2020 due to this, but the same issue occurred again resulting in replacement. The rep. Further reported the cause of the high impedances appeared to be a connection issue with the ins, but the surgeon wanted a new ins to be certain. It was noted the explanted device was in possession of the hospital and would be put in the mail if/when the hospital decided to return it. Following this the patient had good symptom relief and no stimulation issue. No further complications were anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 37085-60, serial/lot #: (B)(4), ubd: 23-mar-2016, UDI#: (B)(4); product ID: 37085-60, serial/lot #: (B)(4), ubd: 20-mar-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient came to the clinic for follow up due to increased tremor/symptom return on (B)(6) 2020 after routine ins replacement on (B)(6) 2020. The patient's device was interrogated and the impedances were high on 4 contacts. Reports from intra-op indicated intra-op impedances on (B)(6) 2020 were all normal and within range. The patient was sent for x-rays and then exploration surgery on (B)(6) 2020. During procedure, the extensions were taken out of the ins header and examined. There was no obvious damage and extensions were re-inserted into header. All impedances improved and were normal. The surgeon stated they wanted to check only the extensions. Alligator clips were used and checked both wires and all were normal. The battery was also replaced and will be requested from the hospital for return. The issue was indicated as resolved and the patient is now tremor free and receiving therapy.